Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06738. It was reported that the asymptomatic patient presented for in-clinic follow up. An interrogation of the pulse generator revealed high ventricular rate, and inappropriate automatic mode switch episodes. These episodes were caused by atrial lead noise which resulted in pacing inhibition. It was suspected that noise was due to electromagnetic interference. The patient was pacing dependent; consequently programming interventions were made.